Event description:
It was reported that the pulse generator exhibited a diagnostics anomaly; the device exhibited elective replacement indicator. It was noted that the patient had a rf ablation performed. The message was cleared and normal device function resumed.

Manufacturer narrative:
(B)(6).